Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated for high blood glucose with bolus. The customer was advised to change set. The customer declined to continue troubleshooting. The customer was advised to call back if the issues with her insulin and set do not resolve the problem. The customer reported via phone call indicating that she had no delivery alarm . Customer's blood glucose was unknown mg/dl. The customer was unable to troubleshoot. The customer was advised to do a complete set change as soon as possible. The customer wa advised to call when alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.